Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (hysteroscopy, d&c, laparoscopic bilateral salpingectomy, laparoscopic myomectomy, removal of essure). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder and hypersensitivity outcome was unknown. The reporter considered hypersensitivity, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain pelvic area') and endometritis ('chronic endometritis') in a 30-year-old female patient who had essure (batch no. 823471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, uterine leiomyoma, cervical dysplasia and endometritis. Endometrial curetting¿s:proliferative endometrium with suggestive of chronic endometritis. The uterus sounded to 8 cm. Previously administered products included for to prevent pregnancy: mirena from (B)(6) 2011. Concomitant products included alprazolam (xanax) since (B)(6) 2012 for anxiety and depression, ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2011 for female sterilisation as well as hydrocodone bitartrate;ibuprofen (vicoprofen) from (B)(6) 2012, naproxen from (B)(6) 2012 and phentermine from(B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish,"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), 10 months 9 days after insertion of essure. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (hysteroscopy, d&c, laparoscopic bilateral salpingectomy, laparoscopic myomectomy, salpingectomy b/l). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain was resolving and the endometritis, menstrual disorder, hypersensitivity, depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered anxiety, depression, endometritis, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): human papilloma virus test - on an unknown date: normal. Hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Smear cervix - on an unknown date: normal. Ultrasound scan - on an unknown date: multiple fibroids in the uterus normal ovaries small fluid in the pelvis. Concerning injuries reported in this case the following ones were described in patient medical records: it confirms events as pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 8-aug-2019: pfs and mr received: new events added: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: anxiety, depression & mental anguish, endometritis. Lot number, lab data, medical history, historical and concomitant drugs were added. Severity and outcome added for pelvic pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain pelvic area/chronic') and endometritis ('chronic endometritis') in a 30-year-old female patient who had essure (batch no. 823471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, uterine leiomyoma, cervical dysplasia and endometritis. Endometrial curetting¿s:proliferative endometrium with suggestive of chronic endometritis. The uterus sounded to 8 cm. Previously administered products included for to prevent pregnancy: mirena from (B)(6) 2011 to (B)(6) 2011. Concomitant products included alprazolam (xanax) since (B)(6) 2012 for anxiety and depression, ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2011 to (B)(6) 2011 for female sterilisation as well as hydrocodone bitartrate;ibuprofen (vicoprofen) from (B)(6) 2012 to (B)(6) 2012, naproxen from (B)(6) 2012 to (B)(6) 2012 and phentermine hydrochloride (adipex-p) from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish,/psych injury"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), 10 months 9 days after insertion of essure. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction/allergy- other"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmennorhea (cramping)"). The patient was treated with surgery (hysterectomy(full,d&c,laparoscopic bilateral salpingectomy, laparoscopic myomectomy,salpingectomyb/l and hysteroscopy, d&c, laparoscopic bilateral salpingectomy, laparoscopic myomectomy, salpingectomy b/l). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, hypersensitivity, vaginal haemorrhage, menorrhagia, abdominal pain and dysmenorrhoea had resolved and the endometritis, menstrual disorder, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, endometritis, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for - pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): human papilloma virus test - on an unknown date: normal. Hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Smear cervix - on an unknown date: normal. Ultrasound scan - on an unknown date: multiple fibroids in the uterus normal ovaries small fluid in the pelvis. Concerning injuries reported in this case the following ones were described in patient medical records: it confirms events as pelvic pain, menorrhagia. Lot number: 823471 manufacture date: 2011-01 expiration date: 2014-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain pelvic area/chronic') and endometritis ('chronic endometritis') in a 30-year-old female patient who had essure (batch no. 823471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, uterine leiomyoma, cervical dysplasia and endometritis. Endometrial curetting¿s:proliferative endometrium with suggestive of chronic endometritis. The uterus sounded to 8 cm. Previously administered products included for to prevent pregnancy: mirena from january 2011 to (B)(6) 2011. Concomitant products included alprazolam (xanax) since (B)(6) 2012 for anxiety and depression, ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2011 to (B)(6) 2011 for female sterilisation as well as hydrocodone bitartrate;ibuprofen (vicoprofen) from (B)(6) 2012 to (B)(6) 2012, naproxen from (B)(6) 2012 to (B)(6) 2012 and phentermine hydrochloride (adipex-p) from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In may 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In june 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish,/psych injury"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), 10 months 9 days after insertion of essure. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction/allergy- other"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysteroscopy, d&c, laparoscopic bilateral salpingectomy, laparoscopic myomectomy, salpingectomy b/l). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, hypersensitivity, vaginal haemorrhage, menorrhagia, abdominal pain and dysmenorrhoea had resolved and the endometritis, menstrual disorder, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, endometritis, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for - pain and bleeding diagnostic results (normal ranges are provided in parenthesis if available): human papilloma virus test - on an unknown date: normal. Hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Smear cervix - on an unknown date: normal. Ultrasound scan - on an unknown date: multiple fibroids in the uterus normal ovaries small fluid in the pelvis. Concerning injuries reported in this case the following ones were described in patient medical records: it confirms events as pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: event was added- abdominal pain and dysmenorrhea (cramping). Event outcome was added- pain, bleeding and allergy was resolved we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.